Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Alleged catheter broken near the hub and catheter connection. Catheter reportedly placed on (B)(6) 2013 and said to have been repaired in (B)(6) 2014. No specific date reported. When asked why the facility has had this broken piece for one year, they replied saying that ward staff at another location where the repair was said to have been done, reportedly had the piece at their department until now. They alleged that the catheter most often breaks at the same place just below the hub at the "hard plastic piece" where the hub and the silicone catheter are assembled. They reportedly discovered the alleged breakage when giving heparin in the catheter for closing. The heparin allegedly leaked outside and thereafter the catheter was said to have been repaired with the appropriate repair kit. Parenteral nutrition was said to have been administered through the catheter.